Manufacturer narrative:
D5,6;h3,6;g4: added additional info. D6: device returned with no lot ID. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It was noted that on the four returned instruments, the knifes were all nicked. Despite the damage to the knifes, all four instruments were fired and they all fired and formed the entire satple line as designed. It should be noted that due to additional layers of pericardium strips and transection of multiple staple lines, the force to fire may be slightly higher than normal. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
During a lung volume reduction the tct75 and tlc75 did not function properly after the second and third reload. One layer of bovine buttressing material was used. Several gia's were used with difficulty. The case was completed with an ees instrument. There was no consequence to the pt.